Event description:
It was reported by the customer that a gastric band removal procedure was performed to remove a realize band due to band erosion.

Manufacturer narrative:
(B)(4). The device was returned and analyzed. The complaint cannot be confirmed. Evaluation of the device cannot confirm events that are physiological in nature such as band erosion. Band erosion is a recognized adverse event associated with gastric banding and the realize adjustable gastric band. A device history record (DHR) review was performed, and no discrepancies were recorded during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information anticipated, but unavailable at this time. Additional information: date of implant if applicable? Asku. Who did the implant? Surgeon, resident, surgical assistant? Dr. (B)(6). Number of fills/adjustment if applicable? Asku. Approximate volume in band if applicable? Asku. Who performed the adjustments? Asku. How did the patient present? Signs and symptoms? Asku. Any tests performed to diagnose the issue? Fluoroscopy, endoscopy? Culture? Asku. What is the current status of the patient? Pt admitted. Was an endoscopy done? Asku. Was the band in the gastric lumen? Asku. Has there been any port infections? Asku.